Manufacturer narrative:
Marus is in the process of scheduling a joint inspection of the dental light with (B)(6). We do not have the device or parts back to determine a root cause of the event. If during the joint inspection we can determine a root cause we will submit a follow up report. Upon review of our complaint system, (B)(4), 2012 was the first marus became aware of this event.

Event description:
An insurance company (B)(6) submitted a request for reimbursement to marus regarding a marus luxstar dental light that they claim needed to be replaced by their insured as a result of an electrical fire. Marus received this request from (B)(6) on (B)(4), 2012.